Event description:
It was reported that patient had slid out of the lift while being transferred from her bed to wheelchair with the lift. Rt leg was caught in sling when she slid thru the rt side of sling. X-ray was taken which showed fracture through neck of femur. Patient transported to hospital. Dr. Decided not to do surgery. Patient readmitted to nursing facility 6/26/97.